Event description:
Manufacturer received as explanted products the ins, lead and extension with no info or reason for explant. Pt had complained in (B)(6) 2010 of issues with the pt programmer. According to the pt, once the programmer and antenna were replaced, everything was working fine and she was receiving effective stimulation. Additional info has been requested and if received, a follow up report will be sent.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.